Manufacturer narrative:
Additional device implanted and involved in this event: pxc141200/06599049. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up imaging reportedly identified evidence of bilateral type ii endoleaks originating from both internal iliac arteries. Aneurysm enlargement (exact amount of growth is unknown) was also reported. On (B)(6) 2017, the patient underwent an additional procedure, whereby both internal iliac arteries were coil embolized. Reportedly, the endoleaks were resolved and the patient was reported to have tolerated the procedure.